Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and as a result the touch screen became shattered and unresponsive. Subsequently, an unspecified malfunction alarm occurred. The customer's blood glucose was 356 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive issue was verified. Based on the analysis, the alleged undefined malfunction was verified in the pump logs; however, no failure was identified.